Event description:
It was reported the patient received inappropriate shocks due to oversensing. Additionally, fluctuating high impedance was observed. The lead was capped and replaced. Additional information was received via a lawsuit which alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. No further patient complications were reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.